Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm and keypad anomaly. The customer¿s blood glucose level was 364 mg/dl. Customer stated that numbers were not ramping on their own. Customer states the scroll bar was not moving with no input. Customer stated that there was no response from any button. Customer stated that this was second occurrence of replaced battery now alarm without low battery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly. No low battery alarm noted.